Event description:
Pt underwent cardiac catheterization with percutaneous closure device utilizing angioseal in 2004. Pt returned to emergency dept. Ten days later complaining of 12 hour history of right leg numbness associated with pain. Arteriogram showed evidence of acute occlusion at the level of the distal right popliteal artery. Pt taken to o.r. Where a portion of what appeared to be the anchoring device of the angioseal closure device was removed during a right popliteal embolectomy.